Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited a leak between the plastic cover and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of the evaluation, the following was observed: inside of lg [light guide lens] lens is dirty. Grip has discoloration. Aw-cylinder [air/water cylinder] has no color. S-cylinder [suction cylinder] has no color. Switch box has a scratch. R/l knob [right/left knob] has a scratch. S-cover [scope connector cover] is deformed. Due to a cut on heat shrinking tube of fe lever [lock engagement lever], expected insulation capacity cannot be obtained. El-connector [electroluminescent connector] has stain. Due to damage on ccd [charged coupled device] unit, the image has shadows. Angulation is lower than standard. Angulation is play. Connecting tube has a wrinkle. Water tightness of forceps elevator is lost. Adhesive around objective lens has discoloration. There is corrosion around l-arm [forceps elevator]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to humidity that invaded the lg-lens [light guide lens] which led to corrosion. This invasion occurred by applied physical stress to the distal end such as hitting and dropping and/or lg-lens glue peeling off by chemical stress such as chemical solutions used for the device. However, this could not be further identified. The event can be detected in accordance with the following instructions for use (IFU): the IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.